Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during pumping. The user loaded a new cartridge with 300 units and then a minimum fill message occurred. The user successfully loaded a new cartridge and resumed insulin delivery. The user's blood glucose (bg) level was 284 mg/dl. The user addressed bg level with a bolus.